Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop t cell lymphoma. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop t cell lymphoma. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device manufacturer not found unusual wear or tear. Unidentified contamination was observed in the recesses and joints of the enclosure. Black flecks, fibers, and other contaminants were observed on and in the air outlet port. The end of the outlet port and the interior of the outlet port appear to be slightly discolored. The device was disassembled for internal visual inspection. The manufacturer found evidence of more large black pieces of what appears to be degraded sound abatement foam in the blower box and on the blower. Examination of the sound abatement foam in the airpath showed very little of the sound abatement foam remained in the portion of the airpath before the blower. Close examination of the blower and blower seal showed an unidentified clear contaminant that appeared to have/was in the process of crystalizing. The manufacturer concludes that there was evidence of sound abatement foam degradation as well as multiple contaminants. The contamination found within the device is consistent with being from an external source. Section d8, d9, h3, h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.